Event description:
During surgery, a catheter was placed midline into the patient's vein. Patient was physically avtive, catheter was dislodged when attempting to change the s and remained in the vessel.

Event description:
During surgey a catheter was placed midline into the patient's vein. Patient was physically avtive, catheter was dislodged when attempting to change the s and remained in the vessel. See attached picture for reference. Additional clarifyng information received 05/13/2025: "s" stands safelet catheter the break in the catheter was found at the time the catheter was supposed to be exchanged. No details about signs or patient symptoms were provided. Staff was able to remove the catheter without issues.